Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the device works intermittently. The device was being used during surgery. No injury or medical intervention occurred. No additional info provided. The date of the event was unk.